Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient has alleged of sinus infection and has gone through many cycles of different antibiotics with no effect and now has an antibiotic nasal rinse. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient has alleged of sinus infection and has gone through many cycles of different antibiotics with no effect and now has an antibiotic nasal rinse. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil observed the following from an external and internal inspection: unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Light dust-like contamination on top of the blower motor and the blower motor seal. The bottom of the blower motor had potential mineral deposits on, indicating potential water ingress. Liquid stain on the bottom of the blower box, indicating potential water ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown black (inconsistent with degraded sound abatement foam), brown and white specks of contamination on the bottom the blower box. Pil used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Pil was not able to confirm the complaint or address the symptoms specified. Pil was not able to get care orchestrator information from device. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were no instance of errors on the device. Pil was unable to confirm the presence of degraded sound abatement foam in the device. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam.